Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer was not getting the insulin when changing the set and the insulin was not going in. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege pump was under delivering. Customer reported that they did not received other alarm while blood glucose began. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.